Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 60 mg/dl at the time of the incident. The customer stated that every time they put any number over 1 for carbs, they end up low. The customer was at 273 mg/dl at the time of the call. The customer was used food to treat. The customer alleged the pump was over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.